Manufacturer narrative:
Evaluation summary: the report of "regurgitation caused by restricted motion of one leaflet due to a suture caught from the ascending aortic replacement" could not be confirmed through visual observations. X-ray demonstrated wireform intact. Serrated markings/mechanical damage were observed on leaflets 1 and 2 near commissure 2, and on leaflet 3 near commissure 1. The wireform was exposed on commissure 2. All three leaflets were rigid and appeared to be dehydrated. Suture holes were visible around the sewing ring. The valve appeared in similar condition as in the image provided by the customer. Additional manufacturer narrative: it was also reported that the patient's chest was left open.

Manufacturer narrative:
(B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely caused by procedural related factors. It was reported that the valve was explanted after an implant duration of 1-2 hours due to regurgitation caused by restricted motion of one leaflet due to a suture caught from the ascending aortic replacement. The explanted device has not been returned for evaluation at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 23mm pericardial aortic valve was explanted after an implant duration of 1 - 2 hours due to aortic regurgitation (ar) caused by restricted motion of one leaflet due to a suture caught from the ascending aortic replacement. The issue was detected on echo post cpb after the patient was given protamine and was decannulated. At explant, a fibrinous looking debris was observed all over the undersurface of the valve. The patient was on tranexamic acid. Per clinical observation, the reason for the ar was a caught suture, but this did not explain the debris. The explanted valve was replaced with a 21mm edwards pericardial aortic valve. The patient was noted to be doing fine.

Manufacturer narrative:
Additional manufacturer narrative: the product evaluation was updated based on additional information received. The valve was explanted 1-2 hours after implant due to ¿regurgitation caused by restricted motion of one leaflet due to a suture caught from the ascending aortic replacement¿. The product evaluation could not confirm suture looping through visual observations, but the surgeon indicated suture looping was the cause of the regurgitation. Note: the customer indicated there was fibrinous debris on the ¿undersurface¿ of the valve at explant. No fibrinous debris was discovered during the product evaluation.

Manufacturer narrative:
The r&d evaluation was completed. The product and r&d evaluations could not confirm suture looping through visual observations, but the surgeon indicated suture looping was the cause of the regurgitation. The customer indicated there was fibrinous debris on the ¿undersurface¿ of the valve at explant. No fibrinous debris was discovered during the product or r&d evaluations, but this complaint is confirmed due to the fibrin-like material observed on one of the leaflets in the image provided. It is possible that the reported ¿fibrinous¿ deposits on the leaflets are related to the use of tranexamic acid, an anti-fibrinolytic drug usually used in surgery for the purpose of preventing excessive blood loss. No definitive root cause can be determined for the fibrin-like material discovered on one of the leaflets in the image provided, but the use of tranexamic acid is a possible explanation. Also, no definitive root cause can be determined for the observed regurgitation, but suture looping was given by the customer as an explanation. The trend was reviewed and was found to be in control. There is no indication of a manufacturing defect.